Event description:
All components revised in the light of pt presentation of pain and radiological bone scan results suggestive of loosening. Components appeared very well fixed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.